Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) which caused peritonitis. The break in aseptic technique was further described as a touch contamination, but there was not a specified location where the touch contamination occurred. On the same day as the onset, the patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. The patient was not recovered from the peritonitis and remained hospitalized. Five days after onset, the patient¿s peritoneal dialysis catheter was removed and peritoneal dialysis therapy was discontinued. The patient was placed on hemodialysis therapy. At the time of this report, the patient was not retrained on proper aseptic technique due to ongoing hospitalization. Additional information was requested but is not available.